Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient received a "low" alert on her receiver. In response, she consumed a candy bar and a pepsi. There is no documentation indicating whether she experienced symptoms or checked her bg manually at that time. Later that evening, around 8:00 pm, the patient was brought to the emergency room by her husband due to what was described as a "sugar stroke." Upon arrival, her blood glucose level was recorded at 499 mg/dl, while her receiver continued to display a "low" reading. At the time of admission, the patient exhibited significant symptoms, including inability to move her legs or walk, slurred speech, and memory fog. She was treated with an IV drip. By approximately 1:00 am, the patient was discharged and returned home. At the time of this report, she is in a stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the patient's blood glucose was taken, and it was reportedly to fall within the d zone of the parkes error grid. No additional patient or event information is available.